Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Analysis found no anomalies were visually observed. The device was not able to connect to handset to recharge and charge implant. Not found on handset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the implant was working fine, but they were not able to charge their recharger. Patient stated it began "the other day" and further confirmed it was on friday ((B)(6) 2025) they thought that the issue began because then on saturday ((B)(6) 2025) they went to charge their ins but they were unable to do so because the recharger would not power on. The patient stated they were pretty sure the dock worked because when they plugged it in, the green light would come on but when they put the recharger part on the dock, the lights would go up, like 3 green lights really fast (the lights would scroll) and they'd left it on there for 6 hours and it wouldn't charge, the lights would just scroll and thus they couldn't turn the recharger on and it was completely dead. Patient services asked the patient if they were using the thick charging cable that they came with the device and the patient stated yes. The patient didn't have the dock plugged in at the time of the call so they plugged the dock in. Patient stated more and more, it was taking longer to charge the recharger before they went to charge, like it would take at least 6 hours to charge it before they could use it to charge but the scrolling lights issue began just the last time they went to charge it prior to having an ins charging session and now the recharger wouldn't power on. Patient services had the patient confirm that the light on the back of the dock was lit up green and that it didn't flicker when they picked up the dock and moved it around. The green light on the dock stayed solid. Patient services had the patient place the recharger on the dock and hold the power button down for 10 seconds and remove the recharger, however the recharger did not come on. Patient services then had the patient attempt a recharger reset with the recharger off the dock however that did not resolve the issue. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. Patient services reviewed recharger maintenance best practices with the patient and the patient admitted they hadn't realized the recharger needed to always be plugged in and charging when not in use. Patient confirmed they'd leave the replacement recharger on the dock and charging when not in use from now on.